Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. The device was misfeeding and had scissoring clips. Another device was used to complete the case. There was no consequence to the pt.